Event description:
It was reported by a nurse that the vns patients implanted device had revealed high lead impedance. It was also reported that the device will not be replaced at this time. Review of the available programming and diagnostic history for the device did not reveal any anomalies; however, the only data available was from the date of implant which was three years prior. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Attempts for additional information have been made, but no further details have been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the patient was getting zero output current. It is unknown if the device was programmed off, or if the patient was getting zero output current due to high impedance. Attempts for additional information have been made, but no further details have been received to date.